Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 78 mcg/day via an implanted for intractable spasticity. It was reported a motor stall was seen at initial interrogation and the patient recently had a MRI. The patient was in for a pump refill and they noted an ¿error message¿ showing a motor stall and ¿stop pump period may exceed tube set¿ message. It had been more than two hours since the patient exited the MRI field. Telemetry state was reviewed and re-interrogating the pump with logs was reviewed. Interrogations resulted in a recovery. It was noted that they had not heard the pump alarming and they did not have a discrepancy in the actual or expected residual volumes. Patient symptoms were not reported. It was further reported the patient was mentally disabled and would not be able to tell if the pump had been audibly alarming. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.